Manufacturer narrative:
Ge field engineer (fe) found that loose screws eventually led the collimator to detach from the tube assembly. After inspecting the collimator for damage, the fe determined it safe and reattached it to the tube assembly.

Event description:
It was reported that the collimator detached and fell from the x-ray tube assembly when the operator turned it on. There was no injury reported. The concern is for serious injury if the collimator were to fall and contact a pt or operator.